Event description:
It was reported that the 6800 system would not respond after going into sleep mode prior to a case. The 6800 system had to be rebooted, and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The settings were changed during the service call. The system was tested, and found to be working as intended, and put back into service.